Manufacturer narrative:
The pump has not been returned to animas for review. Animas completed a review of the device history record and the device was operating in accordance with specifications at the time of release.

Event description:
The patient reported that she had experienced low blood glucose levels.